Event description:
It was reported that the customer had a scratched display screen. Customer stated he is having difficulties reading the screen due to the scratches. The blood glucose reading was 65mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.